Event description:
Boston scientific received information that during routine replacement of this cardiac resynchronization therapy defibrillator (crt-d), the header was observed to be separated from the device. No adverse patient effects were reported.

Manufacturer narrative:
The device was successfully explanted and replaced. Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.